Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 440mg/dl, 138 mg/dl. Tests were done within 15 minutes with a difference of 93%. Pt did not experience any adverse events. No further info has been reported.